Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited intermittent high out of range shock impedance measurements. While testing each vector individually it was found the measurements were out of range with the proximal coil. Boston scientific technical services (ts) discussed reprogramming to distal coil to can and performing additional testing. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Additional information was received indicating the shock configuration was reprogrammed to coil to can from the triad. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). The local area field representative was contacted for additional information. At this time, no further information is available and records indicate these products remain in service. Should additional information become available this report will be updated.